Event description:
Eight months after the procedure, in-sent restenosis was found in two stents placed in the patient.

Manufacturer narrative:
As reported by the clinical study, this patient presented to the cardiac catheterization unit on an emergent basis, due to acute myocardial infarction. First treated was a 77% de novo lesion in the proximal left anterior descending artery (lad) of 14.18mm in length in a 3.86mm vessel diameter. The (type c) concentric lesion was diffused, ostial and at a bifurcation. The femoral approach was chosen. Direct stenting was conducted with a 3.5x15mm balloon at 15 atm. Timi I and ii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 29%. Ivus was conducted. One week later, a 2.5x17mm cypher was deployed in the distal left circumflex. Additional details regarding this second procedure are not available. Approximately eight months later, follow up coronary angiography was conducted and restenosis was observed inside the stents implanted at the both lesions. There was 75% restenosis in the proximal lad and 90% in the distal left circumflex. The patient did not complain of any chest pain. To treat the restenosis in the proximal lad, a cutting balloon was conducted. The residual % of stenosis decreased to 25%. To treat the restenosis in the distal left circumflex, a 3.0x13mm cypher (3.0/13mm was deployed at 14 atm for 20 seconds at the proximal end of the initially cypher overlapping it. Post dilation was conducted with a 3.0x15mm balloon at 10atm for 40 second.s it's unknown if pre-dilation was conducted or not. The residual % of stenosis was 0%. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01064 and 9616099-2006-01065.